Event description:
It was reported that the patient's blood glucose levels decreased to 25 mg/dl while wearing the pod between 1 and 4 hours. The patient was reported to have become unresponsive and treated at home by a parent with glucose gel pouches, sugar under tongue, oj, and sugar water. The pod was also placed in manual mode and insulin was paused for an unspecified period of time before eventually removing the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.